Manufacturer narrative:
Result: the neuron delivery catheter 070 (neuron dc) product display box was damaged. The sterile product pouch and packaging card showed signs of folding damage. The neuron dc was kinked approximately 5.0 and 7.5 cm from the hub, and ovalized approximately 4.0 and 8.0 cm from the distal tip. The peel away sheath was placed on the neuron dc, and there was no visible damage to the peel-away sheath. Conclusion: evaluation of the returned device revealed that the display box, sterile pouch, and packaging card were damaged. This type of packaging damage typically occurs due to improper handling during shipment or preparation for use. Further evaluation revealed the neuron dc was ovalized and kinked. This type of damage typically occurs due to forcefully gripping or compressing the device during removal from the packaging. There was no damage to the peel-away sheath. This device is not packaged with the peel away sheath placed over the catheter shaft, suggesting that the peel-away sheath was placed on the neuron dc after the ovalizations occurred. Neuron dc devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Result: the neuron delivery catheter 070 (neuron dc) product display box was damaged. The sterile product pouch and packaging card showed signs of folding damage. The neuron dc was ovalized under the peel-away sheath approximately 5.0 and 7.5 cm from the hub. The peel away sheath was placed on the neuron dc, and there was no visible damage to the peel-away sheath. Conclusion: evaluation of the returned device revealed that the display box, sterile pouch, and packaging card were damaged. This type of packaging damage typically occurs due to improper handling during shipment or preparation for use. Further evaluation revealed the neuron dc was ovalized under the peel-away sheath. This type of damage typically occurs due to forcefully gripping or compressing the device during removal from the packaging. There was no damage to the peel-away sheath. This device is not packaged with the peel away sheath placed over the catheter shaft, suggesting that the peel-away sheath was placed on the neuron dc after the ovalizations occurred. Neuron dc devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of the neuron 6f 070 delivery catheter (neuron 070) was kinked upon removal from the packaging. The damaged neuron 070 was found prior to use and was not used for the procedure. The procedure was completed using a new neuron 070.